Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed/replicated the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.15¿ from the base and the broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Failure analysis found the secondary failure of blade mechanical indentations or burrs to be related to the customer reported complaint. The instrument was found to have blade damage in the form of mechanical indentations.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer alleged the tip of the harmonic ace instrument was broke. The instrument was replaced. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported injury.